Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's pump was "broken". Customer declined to provide any further details regarding the issue. No reported adverse impact to the customer's blood glucose.